Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process and booting up to a white display. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device's removed user interface pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c181.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process and booting up to a white display. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.